Event description:
Patient underwent a radical prostatectomy. At this time, the anesthesiologist intubated the patient using a bullard adult intubating laryngoscope. There is an available blade extender, which is a disposable piece of plastic that fits on the blade end of the laryngoscope. It is a single use item, intended to be removed and discarded at the end of the intubation procedure. Apparently, the anesthesiologist used the blade extender and during the intubation, the extender piece became separated from the laryngoscope blade and remained in the throat of the patient. He had difficulty swallowing for several days post-operatively and underwent an upper endoscopy. The piece was removed in the operating room with some difficulty.

Manufacturer narrative:
User facility has not made the device available for evaluation by acmi, and it is not clear at this time whether the device will be made available. Until such time, no conclusions can be drawn about this event.